Event description:
It was reported the green led light on the flushing pump went out and the keypad stopped working. The issue occurred during an unknown procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was caused by a faulty control panel. Based on the results of the investigation, the most probable cause of the complaint is component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.